Event description:
A perceval valve (unknown model and size) was implanted in (B)(6) 2024. Reportedly, in (B)(6) 2024, the patient was introduced and admitted to the hospital due to low platelets level which was 15,000. No further information is available at this time.

Manufacturer narrative:
Updated sections b4, g3, g6, h1, h2, h6. Based on the limited information available, the definitive root cause of the event could not be established at this time. Since the device was not returned (still implanted) and the serial number was not provided, further investigation on the device could not be performed. Should further information be received in the future, a follow up report will be provided.